Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient has already installed new batteries in attempt to resolve an alarm, but the pump continues to alarm. The batteries were removed and reinserted, but pump continues to alarm. Another new set of batteries were installed, but the alarm persists. Attempted pressing and holding the stop and start and the on and off on the pump, but still unable to silence the alarm. The patient was instructed to remove the batteries and clamp the tubing. The patient was instructed to wrap towels around the pump to smother the alarm sound and explained that it will eventually stop alarming. No patient injury was reported.